Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device not expected to return. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 02/14/2022 it was reported by a sales representative via (B)(4) that the ar-3200-0030 nano console that was on display at arthrex inc is having an internal technical issue. Displaying all handpieces are not capable with our handpieces. The software was updated hoping that would fix the issue, but it did not.